Event description:
The customer alleges that the light is not engaging when connected to the dispoled.

Manufacturer narrative:
(B)(4). Product usage when alleged event/defect was encountered is unk at the time of this report. It is unk if the device sample is available for eval at the time of this report.